Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. (B)(4). Concomitant medical products: item number: 00801802802, item name: femoral head +0x28mm dia, lot #: 62716383, item number: 3003940002, item name: refobacin bone cement r 2x40g, lot #: b416af1631, item number: 00-8011-020-20, item name:allen plug hdpe/baso4 10c/20fl, lot #: 62762801, item number: rm 4901 000 5, item name: orthodynamics acetabular cup, lot #: 1403121a item number: rm 5110 003 5, item name: orthodynamic acetabular liner, lot #: 1309190a. (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent hip revision due to periprosthetic fracture approximately two months post-implantation. The stem component was removed and replaced. Attempts have been made and no additional information is available at this time.

Event description:
Upon receipt of additional information, it has been determined this report is a duplicate of 0002648920-2017-00593. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0002648920-2017-00593.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this report is a duplicate of 0002648920-2017-00593. The initial report was forwarded in error and should be voided. If additional information regarding this event is received, a supplemental report will be filed under 0002648920-2017-00593.